Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, and race: unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -12.5/1.5/090 (sphere/cylinder/axis) was damaged upon insertion partially in the eye.